Manufacturer narrative:
(B)(4 date sent: 3/9/2022. This file was reviewed by a cross functional team including ethicon medical during the weekly ae review on 3/9/2022. The recommendation was to downgrade the file from a serious injury to a malfunction as it was stated there was bleeding along the staple line, but no clarification as to how the bleeding was address. It further stated that there were no patient consequences. Manual decision tree was run and it is now considered an FDA reportable malfunction. If additional information is received, the file will be updated accordingly.

Event description:
It was reported that during a gastric bypass the patient began to bleed from the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? What was the timeline of the events that occurred? What is the status of the patient? Was the procedure open or laparoscopic? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.